Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during a case, the surgeon had issues registering the patient. The site used fiducials and point merge to initially register the patient. The site could not get the error metric below 8.1 even after restoring and touching points. The site also tried to use touch-n-go registration but was still unable to register. The representative (rep) walked the site through a trace registration, but the patient was position laterally and the site could only trace on the right side of the face. The site was able to pass registration, but the surgeon felt 4mm off superior. The surgeon compensated for the inaccurate and continued with the case. 30-minute delay. The rep noted that after looking at the patient exams she noticed the patients face was smashed in the exam and suspected fiducial movement. It was further noted that exams showed poor 3d model with compression of the skin where the surgeon traced. Multiple red and yellow points. Placement of fiducials markers also appears symmetrical. Poor registration was likely due to poor 3d model and compression of patients face during scan. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was related to software failure. The scan and logs were sent in for analysis and system had successful registrations on demo head. System had been used in cases since initial complaint without issue. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the behavior described was the intended behavior of the software. Per (B)(4) - exams show poor 3d model with compression of the skin where the surgeon traced. Multiple red and yellow points. Placement of fiducials markers also appears symmetrical. Poor registration likely due to poor 3d model and compression of patients face during scan. Software was functioning as designed. If information is provided in the future, a supplemental report will be issued.